Event description:
Per the clinic, the patient experienced skin overgrowth and irritation. Subsequently, the patient underwent revision surgery on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system. The implant was placed on a new internal fixture. The old internal fixture was left in-situ. During the procedure, the abutment was removed and skin revision was performed under general anesthesia.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.